Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the anchor did not advance and release out the tip of the angio-seal sheath. The entire device pulled out of the patient when upward tension was applied before the tamper tube was able to be advanced. Manual pressure was applied, and the patient did fine. The type of procedure performed was a carotid angiogram. There was no blood loss. Additional information was received on 29sept2025: a pre-deployment angiogram was performed. There was no issue with access. There were no issues with insertion.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a nonemployment device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).